Event description:
Reporter alleged blood glucose monitoring device pins are discolored and appear dark and black in color. Reporter stated the meter would not power on so it was taken out of service as a result. No other actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.